Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys cortisol ii on a cobas 8000 e 801 module (serial number 1795-01). No incorrect results were reported outside of the laboratory. The sample initially resulted in a cortisol value of 1636 nmol/l when tested on the e 801 analyzer. The sample was repeated on the e 801 analyzer and the result was the same. The sample was tested using a liquid chromatography coupled mass spectroscopy (lcms) method, resulting in a value of 849.4 nmol/l.

Manufacturer narrative:
Based on the available information, the patient was taking metyrapon. Per product labeling: "during metyrapon tests, 11-deoxycortisol levels are elevated. Falsely elevated cortisol values may be determined due to cross reactions." The most likely causal factor for the high elecsys cortisol ii result in comparison to lc-ms is cross reactions, which are at least partly due to 11-deoxycortisol. Based on the provided patient history (carcinoma + further medications spironolactone, prednisone) and considering potential metabolic and pharmacodynamic effects, cross reactions to other components cannot be entirely excluded. The investigation could not identify a product problem.